Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor implantable cardioverter defibrillator (ICD) exhibited high out-of-range pace impedance measurements at routine follow-up. As threshold and amplitude measurements remained stable the physician elected to continue monitoring the system. Several months later during another routine check high out-of-range pace impedances continued to be observed. Suspecting a potential lead fracture the physician requested additional input from boston scientific technical services (ts) before deciding on a course of action. No further information is available at this time. This system remains in service.